Manufacturer narrative:
(B)(4). Concomitant medical products: taperloc por lat fmrl 5.0x130 cat#11-103200 lot#335610. M2a-magnum 42-50mm tpr insrt-6 cat#139252 lot#970610. M2a-magnum pf cup 48odx42id cat# us157848 lot# 009050. The device will not be returned for analysis, as the device location remains unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02610.

Event description:
It was reported that patient underwent a left hip revision approximately 13 years post implantation due to metallosis. The head and adaptor were removed and replaced with active articulation. No additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.